Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11344. The pt received 4 leads with two separate lot numbers. It was reported the pt was in an automobile accident and had recently fallen. The pt complained of a burning sensation where the anchor was located. The sjm representative met with the pt and determined one lead had a contact with high impedance. It was reported the physician planed surgical intervention regarding the leads at a future date.